Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to over 500 mg/dl due to a bent infusion set cannula. The customer experienced 4 instances of bent cannulas. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.